Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken door assy, ail and corroded iuis. Lvp rear case recall complete. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged door kit assy 8100 rohs. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 05/13/2013 to the present date 01/09/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.